Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that uploader was not able to establish communication with mobile device. Customer's blood glucose was 50 mg/dl, which was treated with food. Customer declined troubleshooting for low blood glucose. After troubleshooting for uploader communication, mobile devise was not able to communicate. Uploader would be replaced.